Event description:
New information reported stated that on (B)(6) 2017 the right ventricular underwent a replacement procedure of the right ventricular lead. A fluoroscopy was performed which revealed that the lead was fractured. The lead was successfully capped and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after being found disoriented and driving on the wrong side of the road. Upon interrogation, the right ventricular lead exhibited noise. The device was successfully reprogrammed which resolved the noise issue. The patient was non-responsive but being monitored at the ICU. No additional information was available at this time.